Event description:
The pt reported that his last box of insulin infusion sets have been painful to insert. He stated he can see that the insertion needle is not at a 90 degree angle and that about 17 out of the 20 infusion sets are like that. He said he did not keep the used infusion sets and only has about 12-13 of the infusion sets left unused. He stated there is no apparent physical damage to the box. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.